Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor reset during incoming testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q12, q16, q10, q8, q7, q6 on the defibrillator pca, and a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.